Manufacturer narrative:
Infutronix is currently waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a patient reporting "medication leak". It was reported the leak originated at the pump, it got outside the box and the patient's clothes. Patient was instructed to turn the pump off. Patient confirmed they had a chemo spill kit and they were going to put the pump inside of the spill kit. Patient was instructed in proper cleaning protocols. Device will be returned to clinic. Device operator was a patient. Medication being infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.